Event description:
It was reported that this right ventricular (rv) lead had high out of range shock impedances. The shock impedances have gradually increased over time. This right ventricular (rv) lead remains in-service at this time. Technical services (ts) assistance was requested, and this investigation will be updated when further information becomes available. No adverse patient effects were reported.